Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress)- moisture behind the display issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 09/12/2017 with the following findings: during investigation, the pump powered on with a clear and illuminated display screen contrast, and evidence of moisture corrosion was observed on the display screen inside the pump. A leak test was performed and failed due a display lens leak. The battery compartment and cap were found to be undamaged and able to fit securely. Pump¿s cover was removed, and further moisture corrosion was found to the force sensor circuit and to the cgm module.